Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when non-union started/occurred. This report is for (1) unknown screw/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date is unknown. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. No parts will be returned as they have been discarded by the facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2016 due to nonunion of the distal femur. One plate and an unknown number of broken screws were explanted and the patient was revised with a nail. The original surgery date is unknown. The surgery was successfully completed without any delays. Patient outcome was reported as "good". This complaint involves one device. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).